Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent nighttime low blood glucose reported at 39 mg/dl while using the ilet which lead to fluctuating blood glucose and hyperglycemia reported at 401 mg/dl and was advised by a trainer to perform a factory reset so the pump could re-learn their physiology. No clinical adverse event associated with low and high glucose reported. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation of this case revealed missed meal announcements leading to glucose fluctuations, with user education provided on meal announcement practices and use of oral glucose for treatment of lows. It was concluded, based on previously established findings for similar reports, that user technique contributed to the event.